Event description:
A malfunction alarm was reported with no notable events preceding it, and it did not adversely impact the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer in completing this action. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump and to contact support if the issue recurred.